Event description:
It was reported that the charger was only charging the ilet after extended periods and no longer charging as expected, and a replacement charger was provided after troubleshooting and education were completed with no alerts or alarms reported. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed a suspected charger performance or malfunction affecting the external power/charging component, with no device alarms and resolution through replacement of the charger. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure of the charger.

Manufacturer narrative:
Initial.